Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for review of a ventricular and atrial stored episode on this implantable cardioverter defibrillator (ICD). Upon review of device episode data, it was found that the patient experienced ventricular tachycardia (vt) for which this ICD delivered anti-tachycardia pacing (atp) and a 31j shock. Subsequently, the rhythm became ventricular fibrillation (vf). A 41j shock induced atrial fibrillation (af) with the vf. The rhythms converted successfully after the fourth shock. The patient went to the emergency room (ER). It was noted that lead measurements are within normal range. No additional adverse patient effects were reported. Currently, this ICD remains in service.